Event description:
Kimberly-clark received a report indicating that pinholes were noticed in container filters by or staff following sterilization but prior to using for a medical procedure. Facility also reported that filters are not checked for defects prior to sterilization and that they use on average four filters per container. Staff also reported that they have noticed an increase in post op infections. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record could not be reviewed since no lot number was provided for the device involved in this reported event. The reporting facility provided samples of devices from their existing inventory, and evaluation of these returned samples is on-going. If any additional relevant information is identified at the conclusion of the investigation, the additional information will be submitted in a follow up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.